Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos/returned product found the device has punctured all sterile barriers. Sterility has been breached. The complaint was confirmed based on the evaluations of the provided phots and returned product. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the packaging was found to be damaged upon opening it for use during a procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.